Event description:
It was reported that the patient may explant their system for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated. UDI is unknown due to no known device information.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the explant that occurred was due to ineffective therapy which is attributed to the leads.